Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the patient parameter pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that their device had its service led illuminated. During device evaluation, physio observed that the device continuously rebooted after it had been powered on. The device could not be used to charge and shock defibrillation energy or to monitor ECG. It was also observed that the device had logged several event codes into its memory. There was no patient use associated with the reported event.